Manufacturer narrative:
H11 a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of device manufacturing. Based on investigation findings, the most likely root cause of the reported event was traced back to a wrong occlusion or tubing size set by the customer. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double roller pump 85. Serial read out (real time device parameters and setting recording file) of the pump was collected. Analysis of the log files related to the event date (02.sep.2025) confirmed the error message e433 (no_pulse). The most likely root cause of the alarm is any of the following: excessive occlusion, wrong tubing, presence of a foreign object that blocks the rotor, defective bearing, defective hms board. No evidence of alarm e443 was found in the log. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the s5 double roller pump 85 displayed alarms e433 (fault in motor controller, no pulse) and e443.there is no report of any patient injury.